Event description:
It was reported that during an open low anterior resection, deployed staples were malformed. The device was used on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. There was a possibility that the device was removed before the washer completely cut through.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: information is unavailable; device was not returned for evaluation. Additional information received: what confirmation was received that the device was fully fired? No information. Did the device cut? No information. Was the cut line fully circumferential around the target tissue? No information. Was the staple line complete? No information. What was the appearance of the donuts? No information.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. The following information was requested, but unavailable: what confirmation was received that the device was fully fired? Did the device cut? Was the cut line fully circumferential around the target tissue? Was the staple line complete? What was the appearance of the donuts?